Event description:
During attempted implant, there was difficulty removing the right ventricular (rv) lead from the header of the device. The device remains implanted. The patient was stable and will continue to be monitored. There were no adverse consequences.